Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The 3.0x33mm xience alpine referenced is being filed under a separate medwatch MFR number. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Angina, thrombosis and death are listed in the xience alpine everolimus eluting coronary stent systems instructions for use as known patient effects of coronary stenting procedures. Based on the case information and related record review, a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat an 85% stenosed, mildly tortuous, non-calcified, de novo lesion in the left circumflex (lcx) and left anterior descending coronary artery (lad). The patient presented with stable angina. Pre-dilatation was performed with a 2.0x20mm and a 2.5x20mm balloon at 14 and 16 atmospheres (atms). A 3.0x28mm xience alpine was deployed at the lesion site in the proximal lcx at 14 atms and a 3.0x33mm xience alpine was deployed at the lesion site in the lad at 14 atms. Post-dilatation was performed with a 3.0x15mm nc balloon at 18 atms. Timi 3 flow was achieved and the patient was transferred to the intensive care unit. The patient complained of chest pain with discomfort after 10-15 minutes and was transferred back to the cath lab. Angiography confirmed stent thrombosis. The patient was re-wired, re-ballooned, and flow was restored in both arteries; however, soon after the patient went into bradycardia with left ventricular failure. The patient was intubated with CPR; however, the patient expired. There was no clinically significant delay in the procedure. No additionally information was provided.